Event description:
Pt was undergoing an anterior cervical discectomy, infusion c5-6 with bank bone graft, platin and, metal removal c3 to c5. The bank bone grafts where in the process of being impacted in a distracted disc space. At the time the distraction pins were removed the c5 distraction pin broke off during removal and remained in the body. Cervical spine x-ray performed after pin broke. Sample being retained by facility. No prolonging of surgery or adverse effects to the pt.

Manufacturer narrative:
The item will not be returned. All of the available info has been forwarded for analysis to the MFR. Aesculap.